Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 1020279-2021-02781, case: case (B)(4). All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Event description:
Us legal mdl: it was reported that a revision surgery was performed on (B)(6) 2021 due to a hardware failure that occurred on (B)(6) 2021. The patient reported that she was working as a waitress when she felt a pop in her right hip. Radiographs showed fracture of the femoral component at the neck. Stem, femoral head and liner were extracted. Primary surgery was performed on (B)(6) 2019 due to osteoarthritis resulting from right hip dysplasia.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the clinical root cause of the reported femoral neck fracture cannot be confirmed and it cannot be concluded that the femoral neck fracture and subsequent revision were associated with a malperformance of the implant. The patient impact beyond the reported pain, revision, and convalescent period cannot be determined. However, it is noted two weeks post revision, the patient was healing well without complications. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.